Event description:
During shoulder procedure, the blue coating melted and the ceramic ring fell into joint space. Surgeon tried to retreive the ceramic ring, but it kept breaking into pieces, which could not be retrieved.